Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 48 mg/dl. The customer was treated for the low blood glucose with juice and food. Customer's blood glucose level was 139 mg/dl at the time of the call. The customer declined to troubleshoot for the low reading. The customer reported multiple low battery alerts in the alarm history. The product was not returned for analysis.